Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 170 mg/dl and 71 mg/dl, 270 mg/dl, 178 mg/dl, and 130 mg/dl. The reported comparisons were obtained on two different days. Low blood glucose symptoms were reported with the first comparison; customer was able to self treat with bread, and low blood glucose symptoms improved in about 30 minutes. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.